Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance. During evaluation, the console intermittently detected the presence of a connected pump. In addition, the service timers were reviewed at the start of the preventive maintenance procedure and were observed to have recorded values for aic runtime, purge unit drive runtime, and lamp runtime. During the course of the procedure, the service timers were unintentionally reset and were subsequently observed to read zero. Following completion of preventive maintenance activities, the controller was assessed for functionality. The issues were identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.